Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Patient's left hip was revised. Surgeon reported the femoral head (40mm v40 head) wore off the stem neck taper. Explant pictures showed wear on the head and trunnion with an indication of head disassociation from the stem. Head and stem were revised, the liner and shell were not.

Event description:
Patient's left hip was revised. Surgeon reported the femoral head (40mm v40 head) wore off the stem neck taper. Explant pictures showed wear on the head and trunnion with an indication of head disassociation from the stem. Head and stem were revised, the liner and shell were not. Update (B)(6) 2020: "this patient had primary bilateral surgeries on (B)(6) 2007 however only the left hip had been revised for hd. No complaints currently for the right hip

Manufacturer narrative:
Reported event: an event regarding disassociation of a accolade stem and metal head was reported. The event was confirmed through the medical records provided. Method & results: -device evaluation and results: the devices were not returned, however explant photographs taken during revision surgery confirm severe trunnion damage with a ¿pencil-shape¿ deformity of the stem trunnion with major metal substance loss. The bone ingrowth surface of the stem has some adherent bone as sign of bone ingrowth fixation. The head appears unremarkable in the images provided. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: heterotopic ossifications in and around the joint space in concert with a moderate overweight condition and larger head size have contributed to an overload condition in the arthroplasty to cause corrosion with ultimately loss of taper lock functionality and disassociation of the femoral head from the trunnion requiring revision surgery. -device history review: a review of the device history records could not be performed as per document control DHR was not located -complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not returned.

Manufacturer narrative:
An event regarding disassociation of a unknown stem and unknown head taper lock was reported. The event was confirmed through the medical records provided. Method & results: device evaluation and results: the devices were not returned, however explant photographs taken during revision surgery confirm severe trunnion damage with a ¿pencil-shape¿ deformity of the stem trunnion with major metal substance loss. The bone ingrowth surface of the stem has some adherent bone as sign of bone ingrowth fixation. The head appears unremarkable in the images provided. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: heterotopic ossifications in and around the joint space in concert with a moderate overweight condition and larger head size have contributed to an overload condition in the arthroplasty to cause corrosion with ultimately loss of taper lock functionality and disassociation of the femoral head from the trunnion requiring revision surgery. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the explant photographs taken during revision surgery confirm severe trunnion damage with a ¿pencil-shape¿ deformity of the stem trunnion with major metal substance loss. The bone ingrowth surface of the stem has some adherent bone as sign of bone ingrowth fixation. The head appears unremarkable in the images provided. A review of the provided medical records by a clinical consultant indicated: heterotopic ossifications in and around the joint space in concert with a moderate overweight condition and larger head size have contributed to an overload condition in the arthroplasty to cause corrosion with ultimately loss of taper lock functionality and disassociation of the femoral head from the trunnion requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's left hip was revised. Surgeon reported the femoral head (40mm v40 head) wore off the stem neck taper. Explant pictures showed wear on the head and trunnion with an indication of head disassociation from the stem. Head and stem were revised, the liner and shell were not.